Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: high pressure o2 test failure, o2 mixer test failure, high o2 alarm. No patient involvement.